Event description:
It was reported by dealer that the irc5po2v concentrator was just returned from a third party center and it is alarming with red light. Dealer will contact third party again to send back.